Manufacturer narrative:
The returned device analysis could not confirm the reported difficult gripper actuation as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3. During preparation of the first clip delivery system (cds) while testing the clip, the clip would not open as the arm positioner was tight and could not be turned. Troubleshooting was performed but was unsuccessful. The first cds was not used in the procedure. A second cds was advanced to the mitral valve and grasping was performed. On the 2nd grasping attempt, the gripper arm with tactile marker did not go down. Trouble shooting measures were performed such as cycling the lock lever and re-closing the clip but was unsuccessful. The second cds was removed without issue. A third cds was advanced to the mitral valve and the clip was implanted successfully, reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.